Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had to have treatment by and ent doctor to as why their ears have been blocked. It was due to the movement of their jaw which is due to the use of the byte aligners. They now have tmj issues that is causing their ear issues. The aligners also have made their teeth more crooked.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.